Event description:
It was reported patient underwent a fixation procedure on (B)(6) 2014. Subsequently, surgeon noted the position of the clavicle seems to have become higher than usual three weeks post op and even higher at four weeks post op. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings effects, number 3 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device."